Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Analysis found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. Review of the device image indicated an alert stating possible high voltage circuit damage detected; shorted output stage detection was noted. Noise was observed via review of stored electrograms. Device functions were normal when tested on the bench. The low voltage functionality of the device was tested using automated test equipment and no anomaly was found. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.